Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account ICU. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the torque tube stripped out. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician replaced the torque tube to resolve the issue. Based on this info, no further action is required.